Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that during a laparoscopic appendectomy procedure, while firing across the base of the appendix the device did not staple completely. The staples were not all formed. There was oozing bile into the patient's cavity. The debris was removed from the patient's cavity and the patient placed on antibiotics. The patient's hospitalization will be increased by one or two day depending on the blood results. The patient is currently stable. Additional follow up, "pt. Is fine and completely recovered. Male (B)(6). Surgeon has been using the device for 7 months and in serviced. He said he is having bleeding on his lap. (B)(6). He uses a 2.5 on meso append. And 3.5 on base of append. Most of his concerns are on the vascular firing."